Event description:
It was reported that the patient had an infection at the implant site of the insertable cardiac monitor (icm). The patient was given antibiotics to treat the infection. The device remains in service. No adverse patient effects were reported.